Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This complaint for a damaged was not confirmed in the lab. The results of a sample evaluation revealed that the patient connector contained scarring but it is considered a cosmetic and would not have affected the function of the set. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
Baxter received a report of a transfer set that became damaged while being connected with a titanium adapter. Some scars were found on it. No injury or medical intervention was reported.